Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that patient had ventral hernia repair in 2004. Has had problems from the beginning with her bowels. Now has a recurrent hernia and a hiatal hernia.